Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on posterior side assessed as surgical damage. Wrinkling: observed crease fold on the device. Additional observations: wear abrasion is observed. Brown particles in fill channel are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported possible right side deflation. Healthcare professional later reported the device was intact and there was no complaint against the device. Healthcare professional then reported, "both implants deeply rippled." Healthcare professional also reported "some deflation because it was rippled." Device has been explanted and replaced.

Event description:
Healthcare professional reported possible right side deflation. Healthcare professional later reported the device was intact and there was no complaint against the device. Healthcare professional then reported, "both implants deeply rippled." Healthcare professional also reported "some deflation because it was rippled." Device has been explanted and replaced.